Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. Intra operative transesophageal echocardiogram (tee) showed normal ejection fraction with no clot or smoke present. Measurements were as follow: 0 degrees 19/23, 45degrees 19/21, 90degrees 18/17, 135 degrees 19/24. A transeptal puncture was performed under tee guidance using both bicaval and short axis views at a mid/mid cross. After a left atrial pressure was obtained at 11, heparin was administered for an activated clotting time (act) of 370. A 24 mm watchman flx device was deployed, recaptured once and repositioned to obtain post implant measurements of 19, 19, 20, 20 for excellent compression and placement without shoulder present. During the measurements, a thrombus was noted on the top of the watchman flx device. The watchman flx device was released. Evacuation of the clot using manual extraction through the watchman fxd double curve access system was performed and most of the clot was removed using tee guidance. A small clot seemed to remain lodged between the closure device and the laa. The patient was admitted for overnight observation on heparin.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. Intra operative transesophageal echocardiogram (tee) showed normal ejection fraction with no clot or smoke present. Measurements were as follow: 0 degrees 19/23, 45degrees 19/21, 90degrees 18/17, 135 degrees 19/24. A transeptal puncture was performed under tee guidance using both bicaval and short axis views at a mid/mid cross. After a left atrial pressure was obtained at 11, heparin was administered for an activated clotting time (act) of 370. A 24 mm watchman flx device was deployed, recaptured once and repositioned to obtain post implant measurements of 19, 19, 20, 20 for excellent compression and placement without shoulder present. During the measurements, a thrombus was noted on the top of the watchman flx device. The watchman flx device was released. Evacuation of the clot using manual extraction through the watchman fxd double curve access system was performed and most of the clot was removed using tee guidance. A small clot seemed to remain lodged between the closure device and the laa. The patient was admitted for overnight observation on heparin. It was further reported that the patient was kept on a heparin drip for 24 hours. A repeat echocardiogram was performed the following day which showed no thrombus. The patient was then discharged from the hospital on direct oral anticoagulant medication.